Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that their aligners are loose at the ends and will not sit properly, this causes them to cut their inner cheeks and tongue. They have bruises and sores from this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.